Event description:
Ous MDR - an implant date was not provided. After an estimated implantation period of 15 months, a possible defect of the lead was reported. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed cuts in the insulation and deformations of the outer conductor helix, which are probably a result of the operation process. Blood had entered into the lead at that site. The further analysis showed residues of coagulated blood on the inner conductor helix. These coagulated blood residues probably are a result of the lead explantation. The analysis did not show any further deviations that could be related to the clinical complaint. Especially the measurement values of the electrical analysis were within the technical specification. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.